Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken im nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The original im nail was replaced with a 12mm x 400mm, standard nail using two proximal screws and two distal screws. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the right femur; was shown to be broken during a follow-up x-ray.